Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon 7.5mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the markerbands that could have contributed to the damage. Microscopic examination inspection presented no damage or irregularities in the shaft of the device. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated however on the first inflation at 6 atmospheres, the balloon ruptured. The device was pulled out from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.